Manufacturer narrative:
Inspected 1 opened/used guardian sensor and performed continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 194 mg/dl and the sensor glucose was 94 mg/dl at the time of incident when threshold suspend was triggered. Insulin delivery was suspended due to sensor glucose values. The customer also reported that they were suspended when sensor glucose was 60 mg/dl. The sensor was returned for analysis.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.